Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd was replaced to address a blank screen issue. During additional evaluation of the device at the manufacturer's service center, a "service required" alarm condition was observed in the device's downloaded event log. The device's sensor board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd display needs replaced to address the issue.